Event description:
An enternal guide wire was going to be used for therapeutic purposes. Before the procedure, upon removal from packaging, the wire was noted to be unusually floppy. At a later date, it was discovered that the wire had fractured at the distal weld joint.